Event description:
During the procedure the doctor inserted the essure device into the vaginal canal and the device broke at the tip, the doctor tried a second one and it broke as well.====================== health professional's impression======================the doctor felt that it was a poorly made device.